Manufacturer narrative:
G4:04feb2021. B4:05feb2021. Multiple attempts were made to obtain patient information, repair service, and the device's operational status has been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: 24nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
It was reported that the ventilator had 'feedback' coming through and the display was distorted. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed, or injured as a result of the reported event. The customer troubleshot with technical support, and was advised to perform a full performance verification testing. The customer stated that will need to wait for two weeks as the unit was in use on a covid patient.